Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: review of run data files did not find any conclusive cause for the leukoreduction failures in the platelet products collected for this specific donor. No unusual process variable was identified and the signals in the run data files indicate that the trima accel system operated as intended for all the procedures. Based on the available information and the monitoring that customer has been doing on this donor¿s collections, it would seem that the these results could be donor-related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of run data file did not find any conclusive cause for the leukoreduction failure in the platelet product collected for this specific donor. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information and the monitoring that customer has been doing on this donor¿s collections, it would seem that the these results could be donor-related. While analysis of the run data files can¿t provide anything specific as to why this donor is producing these results, it may lie in the donor¿s wbc cell size in comparison with their platelets. Since the leukoreduction of the platelets is done in the lrs chamber, if the platelet bed has difficulty separating from the wbcs, it can lead to instances where wbcs begin exiting with the platelets, rather than staying in the lrs chamber. These instances are what triggered the messages on the procedure mentioned above. From the procedure signals that these results are not due to platelet clumping (or pasting) in the lrs chamber, so there aren¿t any procedure flow adjustments that would potentially assist in this instance. Based on the analysis, the trima device is operating as intended, so these results may just be due to this donor¿s specific cell characteristics and the trima leukoreduction process. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. The wbc count is not available, at this time.